Event description:
It was reported that after a laparoscopic low anterior resection, major leak occurred from the right side of the anastomosed site on the next day of the operation. The device was used between the colon and the rectum. Reoperation was performed to treat the major leak and create a temporary stoma under an open procedure. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information for event description received: during the operation, the device was performed properly and leak was not found though leak test performed. The staple form at the operation and the staple form after the leak could not be confirmed. Additional information received: what were the indications for surgery? No information. Was the patient receiving radiation or chemotherapy? No information. When the device was fired, where was the indicator located within the green zone/gap setting scale? No information. Who fired the device? Assistant or the surgeon? The surgeon. User experience with the device? No information. Was there audible and tactile feedback from firing the device? No information. The surgeon felt that the device functioned as intended. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No information. Were any unexpected noises heard? No. If so, when? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test was performed and there was no leak at the initial procedure where was the leak identified? Right side of the anastomosis site was it located at the staple line? No information.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: possible lot numbers were l4f11w, l4f25v, l4fa1j, l4f68a, l4fa47 and l4fa4f.